Event description:
It was reported as part of a clinical study that after a da vinci-assisted nipple sparing mastectomy, it was noted postoperatively the patient had a slightly darker right nipple than the left. The surrounding areola and flaps were pink and viable. The patient was instructed to apply nitroglycerin ointment (nitro paste) to the nipple, which she did for two days but discontinued due to headaches. The nipple has appeared stable with superficial necrosis, which is ongoing but expected to resolve with scabbing without further intervention, but she is continuing to be followed closely.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. The site's system logs were reviewed for the reported procedure. Investigation revealed no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted nsm procedure, the patient developed darker right nipple than the left (superficial necrosis.) As a result, the patient was instructed to continue monitoring and apply nitroglycerin ointment (nitro paste) to the nipple area. However, the patient used it for two days but discontinued due to headaches. The superficial necrosis was expected to resolve with scabbing without further intervention. The cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.